Event description:
The customer originally returned his olympus duodenovideoscope because after completing a procedure, he noted that a leak was coming from the distal end and elevator. Additionally, the initial reporter stated that the elevator was not actuating smoothly. The procedure had already been completed without any patient harm noted. During the device evaluation, it was discovered that foreign material was coming out of the subject device. This report is being submitted to capture the foreign material noted during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of the forceps raiser not raising was not confirmed. However, a leak from the distal end was discovered, as well as dirt inside the light guide lens. Then, as mentioned foreign material was noted in the forceps. Additionally, the connector was deformed. Notable wear and tear was discovered in the form of dirt, scratches, pinholes, and buckling in the tubing of the device. The adhesive on the distal end was worn and cracked. The angle wire was out of specifications due to wear and tear and the light guide bundle was broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g3 and d9 of the initial medwatch. The aware date and date of returned to manufacturer should be 11-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The customer follow the reprocessing steps as per our training and IFU. After reprocessing, the scopes are hung in cabinet. Here the event was originally the leakage and elevator issue found and due to which, reprocessing could not be proceeded forward for manual cleaning / brushes as a protocol. A review of the device history record found no deviations that could have caused or contributed to the reported issue. -suggested event: foreign material adhered at/around the forceps elevator. Based on the results of the investigation, we considered that reprocessing steps recommended in IFU were not performed completely due to leak of the device, which made foreign material remain at/around the forceps elevator. -suggested event: inside of the light guide lens was dirty. Based on the results of the investigation, we were not able to specify the cause of this event. The event can be detected/prevented by following the instructions for use which state: "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.